Event description:
Report received from the USA stating the device was "leaking oil". The device was not used during surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).